Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a damaged cable contributed to the imaging issue. However, a specific cause of the damaged cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, the cable unit was found cut. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head had damaged cable. It was noted that there was pull on the cable because someone had tripped over it. Upon inspection of the customer¿s returned device it was observed, cable was found damaged which possibly caused image loss. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.